Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 147mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.